Manufacturer narrative:
Customer complaint of incorrect measurement and wireless communication issue was not confirmed. As received, the battery was at eol voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration and drained device to eol voltage level. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Rf telemetry was disabled due to eol flag was triggered. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
Correction: h6 investigation code should have been 4117, not 4119.

Event description:
New information notes that the pacemaker was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker presented with an elective replacement indicator (eri) alert. The device was functioning normally and it appeared that it may had been an errant battery reading considering the implant date and normal values of the device in the previous interrogation. Radio frequency (rf)/ high speed telemetry was suspended due to frequent reported episodes. No intervention had been done as of yet but patient was planned to be brought in at a future date for further investigation.

Manufacturer narrative:
A1 should have been (B)(6), not (B)(6).

Event description:
New information notes that the issue of premature elective replacement indicator (eri) had reoccurred. The device was still functioning normally and pacing appropriately. Device changeout was planned.